Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Issues with femoral bone registration, live distance to bone values on a portion of the lateral condyle were stating approx. 2.5mm proud despite surgeon being on bone. All segmenting, CT landmarks, hip centre checked as correct. Update 30 july 2020: tka, right. Surgical delay: 1.5 hours

Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob613 was inspected on 09 aug 2017 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob613 shows 0 similar complaints for tka software - registration fails. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not available.

Event description:
Issues with femoral bone registration, live distance to bone values on a portion of the lateral condyle were stating approx. 2.5mm proud despite surgeon being on bone. All segmenting, CT landmarks, hip centre checked as correct. Update (B)(6) 2020: tka, right. Surgical delay: 1.5 hours